Event description:
The customer stated that he was treated by the paramedics due to a low blood glucose reading of 19 mg/dl. The customer stated that he spoke with his doctor and was instructed to change the basal rates. The customer stated that he had an appointment with his doctor in december. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.